Event description:
The provider reported the ihcs3 bed railing was allegedly not tightened properly during installation. During use, a patient attempted to exit the bed, using the untightened bed rail for support. The patient fell and required 8 stitches to the close scalp wound. No further patient complications were reported as a result of this event.